Event description:
Reportedly, one cryocyte freezing container was found ruptured when removed from liquid nitrogen for thawing, some of the stem cells were lost at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. The container was disposed of at the time of the event.